Manufacturer narrative:
Evaluation summary: the generator was returned and analysis could not confirm the customer comment that its sensitivity was out of specification. Analysis did find two side bails bent. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while performing preventive maintenance on the external pulse generator (epg), the sensitivity tested out of specification. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that while performing preventive maintenance on the external pulse generator (epg), the sensitivity tested out of sp ecification. The epg was returned for repair. There was no patient involvement.